Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 806:10 was discovered and confirmed in the pump's event history by baxter personnel. This condition was caused by a faulty pumphead module. The pumphead module was replaced to correct this condition.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 806:10 twice, both times interrupting delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Event description:
Upon further review of this complaint, it was discovered that this event interrupted delivery one time only on (B)(6) 2010, not twice as originally stated.

Manufacturer narrative:
(B)(4). Upon further review of the event history, the occurrence date of this event was determined to be (B)(6) 2010. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.